Manufacturer narrative:
(B)(4). Date sent: 05/25/2021. Per photographic evaluation: this is an analysis for a photo submitted to ethicon endo surgery for evaluation. During the visual analysis of the photo, the following was observed: the photo shows a white reload inside an opened package. However the quality of the photo does not allow to see the position of the sled. Based on the photo the event describe is confirmed, however, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the endoscopic hepatectomy surgery, when severing right hepatic vein tissue, after fired, noted staples malformed with irregular shape. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.